Event description:
It was reported that a patient received non sustained lead noise alert via (B)(4) due to intermittent pvcs events being sensed by the near field channel and resulting in a mismatch between the near field and far field channel. It was also reported that post-paced t-wave oversensing was also observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.